Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had small air bubbles. The customer's blood glucose was 258 mg/dl at the time of incident. The customer's blood glucose was 333 mg/dl at the time of call. The reservoir will not be returned for analysis.